Event description:
A device report from (B)(6) indicates a clinic in (B)(6) reported: patient status post non-synthes plate and synthes screws implantation became aware a few weeks later that four of nine screws broke. It was noted that medical/surgical intervention was needed. This is four of four reports for this event.

Manufacturer narrative:
This information was not provided during the initial report. Unable to provide the manufacturer, PMA/510k number, and/or the date of manufacture as no product was returned and no part/lot number was provided.